Manufacturer narrative:
The corresponding retention material complies up to inr 4.5 with the specification, based on requirements of the regular retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The visiting nurse obtained a result of 7.4 inr from the meter. The physician was notified and a laboratory test was performed with a result of 4.8 inr. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.